Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose rose to 400 mg/dl at the time of incident. Customer stated their sensor glucose reading was around 300 mg/dl. The customer did not provide how they treated for their high blood glucose. The customer also reported a bent cannula on the infusion set. Customer noted the issue after removing the infusion set from their body. The customer stated the cannula was bent and flattened. The customer declined to return the product for analysis.